Event description:
On (B)(6) 2021 - the consumer claims the product smelt like it was burning. The product is under warrenty and the consumer accepted a replacement.

Manufacturer narrative:
09/22/2022 - since the device is under warranty. The consumer accepted a replacement. Therefore the device will not be returned to the manufacturer for an investigation.